Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 4804ml. The largest prescribed fill volume was 3000ml. This meets iipv criteria. No further information could be obtained at this time. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not completed.